Event description:
It was reported that "during a hysteroscopic myomectomy, when the fibroid is resected, the bipolar loop breaks and becomes unusable. Therefore, to complete the procedure, another resectoscope loop is used, which does not cause any harm to the patient." No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).